Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect user interface module (uim) is available for analysis and repair a return good authorization (rga) has been issued. At this time, carefusion has not received the suspect uim for evaluation.

Event description:
The customer reported that the avea ventilator's user interface module (uim) starts to flicker after about one hour of use. The flickering continues for about 15 minutes and then the uim screen goes blank. The customer reported no patient event associated with this event. The device trained biomed reported re-working a component of the display for a resolution but was unable to resolve the issue.